Manufacturer narrative:
H6: investigation summary the complaint investigation for discrepant results when using kit bd max sars-cov-2 reagents (ref. 44500301) unknown lot # was performed by the verification of complaints history. Customer reported that false positive covid results have been occurring frequently while another instrument gave negative results. Despite multiple attempts made to receive information from the customer, no data or kit lot information was provided for the investigation. Without more details regarding sample identification, instrument ID#, results or the context concerned by the present complaint, bd was unable to conduct an investigation. Based on the available information, the cause of the customer issue remains unknown. There is an indication of an increase in complaints for false positive results for bd max sars-cov-2 reagent products. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). H3 other text : see h10.

Event description:
It was reported while testing for sars cov-2 16 false positive results were obtained. A repeat test was performed using another test method and the result was negative. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter "this is a report about false positives." According to the customer¿s report, false positives in corona virus tests have been occurring frequently. Negative results are shown in the tests by another instrument.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 16 false positive results were obtained. A repeat test was performed using another test method and the result was negative. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter "this is a report about false positives." According to the customer¿s report, false positives in corona virus tests have been occurring frequently. Negative results are shown in the tests by another instrument.